Event description:
It was reported that the patient did not have benefit from the pump therapy for pain ever since the pump was implanted. An unscheduled follow up revealed that the drug reservoir was still completely filled one month after implant so the pump did not deliver any drug. No pump logs were recorded. A catheter dye test and rotor study was planned. In addition it was reported that the patient lost a lot of weight since implant and the pump is not properly fixated in the pocket anymore. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc lot# unk, serial# unk, implanted: unk product type: catheter. (B)(4).

Event description:
Additional information: the dye test was not performed. The drug that was being delivered in the pump was morphine, manufactured at a pharmaceutical factory. Troubleshooting on the cause of the event was not performed. Also reported was that the patient was suffering from oncologic pain and was admitted to hospice. No explant was performed or programmed. No further information was provided.